Event description:
Boston scientific received information that this cardiac resynchronization therapy pacemaker (crt-p) system exhibited noise and oversensing on the right ventricular (rv) channel. The patient's rv lead is a competitor's product. Boston scientific technical services (ts) reviewed data and episodes and provided troubleshooting options. No further adverse patient effects were reported. This product remains in-service.

Manufacturer narrative:
(B)(4). Attempts to obtain additional information were made. No further details were made available. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.